Event description:
During an atrial fibrillation procedure, there were bubbles noted in the irrigation of the agilis sheath after insertion into the patient. Aspiration was done, however, more bubbles were noted a few seconds later. The sheath was replaced and the procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: d4, d9, g1, g3, h2, h3, h6, h11. One 8.5f agilis steerable introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown.